Manufacturer narrative:
Due to device malfunction and suspected patient injury, it was determined that this event is FDA reportable. On july 28, 2014, the event was reported to our authorized representative, (B)(4). However, during a review of our files, it was discovered that this incident had not been reported to the FDA.

Event description:
On july 28, 2014, we were notified that a femoral brush tip broke in the femur of a patient, in the (B)(6), some months prior to reporting it to the distributor. Per the distributor, the facility only recently reported the event to them; the facility doesn't have the pieces and do not want any action taken. As part of the distributors audit process, they reported the event to microaire. We have no information on the name of the hosptial that used the device nor on the patient. We reported the incident to (B)(4), our authorized representative. They noted that an event of this nature had not been reported to (B)(6). Since no further information is available, (B)(4) filed this as no action needed.the date of the event is unknown.